Manufacturer narrative:
One used device was received on 03/26/2012 and evaluated. The device passed testing. The smartsite needle-free valve that was connected to the tubing set was not received for evaluation. The option-lok male adapter of the tubing set was connected to a clave port and a maxplus adapter from lab stock. No disconnections were noted. The components remained securely connected until internationally disconnected. Although the devices passed testing, hospira had completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks and general connections events. Based upon the investigation results, hospira has identified that it needs to make dimensional changes to the spin collar that will improve the compliance with the iso standard (594-2) and interaction with other components. The planned improvements will optimize the design of the thread, taper and taper protrusion of the option-lok to minimize identified failure modes and resultant complaints.

Event description:
The customer contact reported a disconnection. The tubing set was being used to deliver an unspecified antibiotic. The option-lok male adapter of the tubing set was ·connected to a needleless valve connector. It was reported that the "patient's IV line was difficult to attach to the peripheral line bung." After·an unspecified length of time, it was reported that the option-lok male adapter disconnected from the needleless valve connector. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospital personnel. (B)(4).